Event description:
It was reported that the versacore guidewire was used to maintain access into the aorta during exchanges of non-abbott diagnostic catheters. During removal of the diagnostic catheter, mild resistance was felt and the versacore guidewire was removed from the anatomy. It was noted that the guidewire was just starting to fray at the fuse point. There were no adverse patient effects. Another versacore was used to complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported frayed portion of the guide wire was not confirmed. Device analysis found the core was bent in several locations distal to the proximal end of the guide wire but the guide wire was not frayed as reported. Follow up information received from the account confirmed the correct device was returned and it was noted that the customer felt that the wire was getting ready to fray, but may not have actually frayed yet. The reported resistance with the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.